Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system evaluation. Analysis of the system by the fse indicates that there are no system issues contributing to the discordant positive troponin result. The instrument is performing within specifications.

Event description:
A false positive immulite 2500 stat troponin assay result was obtained by the customer. The physician questioned the high positive troponin result and repeat testing was performed. The repeat troponin test result was negative. There was no known report of pt treatment being altered or adverse health consequences due to the false positive stat troponin assay test result.